Event description:
Arjo was informed about an incident involving the enterprise 9000x bed. During an on-site visit by an arjo technician to the customer who had reported unintended bed movement, the patient who had been using the bed informed the technician that unintended movement of the backrest had occurred four times within a month. The patient stated that neither they nor any item in the bed was touching any of the buttons on the patient¿s side control panel. The patient did not sustain any injuries. It was confirmed that no issues had been reported with the previous patient using the bed. Each of the reported by the patient unintended issue was addressed in an individual complaint record. The complaint (B)(4) (manufacturer report no 3007420694-2025-00176) refers to case 1 of 4 (which was reported by the customer), (B)(4) (manufacturer report no 3007420694-2025-00177) to case 2 of 4, (B)(4) (manufacturer report no 3007420694-2025-00178) to case 3 of 4, and (B)(4) (manufacturer report no to case 4 of 4.

Manufacturer narrative:
The review of complaints revealed that the bed movement might have been inadvertently activated by the patient. However, this hypothesis cannot be confirmed based on the information gathered and the patient's statement that neither they nor any item in the bed was touching any of the buttons on the patient's side control panel. The instruction for use (IFU 746-591-en) for enterprise 9000x includes the following information related to the subject of this investigation: "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended movement in situations where objects may press against the patient's controls." "Check that the patient controls, caregiver controls and attendant control panels operate correctly" - this maintenance activity is to be performed weekly by the caregiver. Please see attached extract from the IFU. Since the customer did not report all four incidents of unintended backrest movement mentioned by the patient, arjo did not conduct an inspection of the device following the first three events. However, an inspection carried out after the most recently reported incident revealed no defects or malfunctions. The root cause could not be established. To sum up, the arjo device failed to meet its performance specification since the bed moved unintended. There was a patient in the bed when the event occurred. No injury was sustained. The complaint was decided to be reportable due to the allegation of an unintended bed movement (backrest moving on its own). The device is distributed outside the us, and no gudid information exists. The date of the event is unknown. It was estimated according to the awareness month and year. H3 other text : as the unintended backrest movement was not reported to arjo by the customer, but only mentioned by the patient during the technician¿s visit, the bed was not inspected following those earlier incidents.